Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown, information not provided. Implant date: if implanted, give date: n/a (not applicable). There is no indication that the intraocular lens was implanted. Explant date: if explanted, give date: n/a (not applicable). There is no indication that the intraocular lens was implanted; therefore, not explanted. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of an intraocular lens (iol) was sticking out like it was bent in the cartridge. They thought it would break off if they continued to deploy the device, hence they used a different lens of the same model and diopter. The event occurred during handling, prior to insertion. The iol was discarded. No additional information was provided.